Event description:
This is a spontaneous case report received from lay press which refers to a female consumer of unspecified age in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted and experienced bleeding and pain. In (B)(6) 2012 essure (fallopian tube occlusion insert) was inserted. The first thing she experienced was the bleeding and then, there was a pain. She had to stay in bed and said that at times, she felt like she was in labor. Eventually, after consulting with her doctor, she decided her only option was to get a hysterectomy at (B)(6) of age. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported medical events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report received from news segment, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain and bleeding. These events were considered serious due to medical importance and are listed on the reference safety information for essure. They were regarded as incidents as a hysterectomy was reported (required intervention). Following the essure insertion pain and bleeding or spotting may occur. In this particular case, considering that the reported events occurred after essure placement their causal relation with the suspect insert cannot be excluded. No further information is expected since this is a lay-press case. A product technical complaint (ptc) analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product.

Manufacturer narrative:
Follow-up information received on 07-jan-2016 from consumer, via social media: after less than a year of essure insertion, the consumer had to have a hysterectomy in (B)(6) 2013 at (B)(6) because one of the coils migrated and embedded in her uterus. She had issues the same day of insertion. She was on her period 11 months straight and felt like she was in labor every day. She also reported hair loss, weight gain, fatigue and so much more. After essure removal, she does not have a lot of the issues anymore. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding (interpreted as genital bleeding). She underwent a hysterectomy 11 months after insertion, because one of the coils migrated and embedded in her uterus. These events were considered serious due to medical importance and are listed in the reference safety information for essure. Following the essure insertion genital bleeding may occur. Considering that the bleeding occurred after essure placement, its causal relationship with the suspect insert cannot be excluded. The exact date of the event one of the coils migrated and embedded in her uterus was not reported. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. A product technical complaint analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect of the product. No further information is expected since this is a lay-press case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.